Manufacturer narrative:
The pump has not been returned to animas. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 11/18/2015: the device was returned to animas and evaluated by product analysis on 11/062015 with the following results: the battery compartment is cracked to left of grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.